Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no blank display, no frozen screen and no constant tone during testing. All buttons functioned properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was making a long beeping sound that did not go away. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated and the customer removed the battery for four hours and then re-inserted it; however, the insulin pump froze up and became unresponsive. The customer declined testing for the frozen screen and blank display. The insulin pump will be returned for analysis.